Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, and fever. On the same day as the onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On the same day, the patient was treated with amikacin (100 mg, intraperitoneally, frequency not reported) and vancomycin (1g, intraperitoneally, for 17 days, frequency not reported). On an unspecified date in the same month, amikacin treatment was discontinued and the patient began treatment with meropenem (intraperitoneally, dosage and frequency not reported). Seventeen days after the onset of peritonitis, meropenem treatment was discontinued. The patient was discharged after nine days of hospitalization. The patient recovered from the event and pd therapy is ongoing. No additional information is available.